Event description:
It was reported via medwatch that midline catheter tip retained in patient's body when catheter hub removed; unable to visualize on imaging. Catheter tip was not visualized during interventional radiology procedure and same results for CT. Additional information received 08/01/2024: there was no adverse event or serious injury noted in medical record; patient has returned twice to hospital for other medical conditions without any indications related to retained cath tip. The break was discovered when flush administered through catheter, which leaked out of catheter dressing. Dressing removed to assess, then purple and blue hub fell out with no cath tip. Leaking was noted from dressing 6/11/2024, dressing was changed and saline locked with blood return noted; catheter noted as intact and flushed multiple shifts but remained saline locked; (B)(6) 2024 patient went for procedure when discovered. Patient then sent to interventional radiology but tip was not visualized, no pain or discomfort noted from patient. Unable to visualize catheter tip; unable to determine if retained in patient through imaging. Not all the broken or missing pieces were retrieved from the patient or accounted for. Fluoroscopy or ultrasound of right upper extremity; negative on chest x-ray and CT of right upper extremity. Nl saline, iopamidol, morphine, ondansetron, and pantoprozole were noted in record to be infused but patient had multiple IV sites with no indication for site of infusion. No medications were infused after catheter was saline locked 6/11/2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter detachment is confirmed and was determined to be related to manufacturing. One 22 ga powerglide pro catheter luer with extension tubing was returned for evaluation. An initial visual observation of the returned revealed blood use residues throughout the returned device. It was observed that no portion of the catheter was returned with the catheter luer. A microscopic observation of the returned luer revealed there was no catheter remaining inside the luer of the device. The blue molded catheter hub was bisected longitudinally to identify potential catheter remains. Upon a microscopic observation of the cross-section of the blue molded hub, no catheter was found inside the powerglide hub. This complaint has been forwarded to the manufacturing facility for further investigation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medwatch that midline catheter tip retained in patient's body when catheter hub removed; unable to visualize on imaging. Catheter tip was not visualized during interventional radiology procedure and same results for CT. Additional information received 08/01/2024: there was no adverse event or serious injury noted in medical record; patient has returned twice to hospital for other medical conditions without any indications related to retained cath tip. The break was discovered when flush administered through catheter, which leaked out of catheter dressing. Dressing removed to assess, then purple and blue hub fell out with no cath tip. Leaking was noted from dressing (B)(6) 2024, dressing was changed and saline locked with blood return noted; catheter noted as intact and flushed multiple shifts but remained saline locked; (B)(6) 2024 patient went for procedure when discovered. Patient then sent to interventional radiology but tip was not visualized, no pain or discomfort noted from patient. Unable to visualize catheter tip; unable to determine if retained in patient through imaging. Not all the broken or missing pieces were retrieved from the patient or accounted for. Fluoroscopy or ultrasound of right upper extremity; negative on chest x-ray and CT of right upper extremity. Nl saline, iopamidol, morphine, ondansetron, and pantoprazole were noted in record to be infused but patient had multiple IV sites with no indication for site of infusion. No medications were infused after catheter was saline locked (B)(6) 2024.